Manufacturer narrative:
After many months, no parts were returned for evaluation. Photos and x-rays were provided. From what can be seen in the images, all implants demonstrate normal condition after 5 years in-vivo with the exception of the stem. The images show the threads of the stem have fractured but remain threaded in the t-nut of the junction box. The t-nut appears to have stayed within the rails of the femoral component but the stem and junction box are loose from the femoral component. X-rays show that an anterior femur fracture was present at the time of re-revision. The images show a considerable amount of bone cement that was used to fill bone voids between the femoral component and the femur. If the femoral component was not supported by femoral bone or augments, all of the stresses in the knee would be transferred across the stem and junction box attachment to the femoral component. The stem fracture appears to have been exacerbated by increased forces across the stem and junction box due to very minimal bone stock present on the femur at the time of the index surgery.

Event description:
A patient underwent a routine poly swap for a prior total knee prosthesis. During surgery, the femoral component fell out due to a fracture between the femoral component and its stem. The femoral components were also replaced and the revision completed.